Event description:
It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for leaking during wear and redness and swelling at pod site.

Manufacturer narrative:
The pod was received fully deployed. The exposed portion of the soft cannula was observed to be torn on both the right and left sides. A leak was observed due to this tear. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. No other damages or leakages were observed. The start of the external tear measured approximately 0.737 inches from the nailhead and the end of the external tear measured approximately 0.825 inches from the nailhead. The timing and cause of this damage is unknown. No occlusions, blockages, or obstructions were observed during investigation. It could not be determined if the observed external tear contributed to the reported leaking during wear. No damages or deficiencies were observed that could have contributed to the reported irritation at the infusion site. The cause of the reported irritation at the infusion site could not be determined.